Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was severed under the clavicle within the vasculature and unable to be retrieved. A portion of the lead was surgically abandoned while the other was explanted. A fracture of the lead was confirmed via fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned for analysis. The returned lead fragment was analyzed. The inspection revealed that the insulation was found squeezed and damaged 22.5 cm distal to the is-1 connector pin. In this region the inner and outer conductor coils were found fractured. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.